Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the body wire kinked in several sections. Also, it has the core wire broken and the spring tip unraveled and broken. Section broken was not returned. Overall length and overall diameter of distal tip couldn't be measured due to device condition. Overall diameter of middle of the device and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02561. It was reported that the rotawire fractured and was unable to be retrieved. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. A 1.50mm rotalink¿ plus was advanced to the intended treatment site; however, it was unable to cross the lesion. The 1.5mm rotalink plus was exchanged for a smaller 1.25mm rotalink¿ plus, which was able to cross the lesion successfully. The 1.25mm rotalink¿ plus was then exchange to a 1.50mm rotalink¿ plus. During the second or third ablation, the cover of the advancer separated. The physician tried to remove the device and replace the rotawire, when it was noticed that about 10mm of the rotawire tip detached slightly in the lad peripheral. Ablation was not completed due to this issue. The detached fragment was left inside the patient. The patient is under follow up observation. No further patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years old and above. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02561. It was reported that the rotawire fractured and was unable to be retrieved. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50 mm rotalink¿ plus and a 330 cm rotawire¿ were selected for use. A 1.50 mm rotalink¿ plus was advanced to the intended treatment site; however, it was unable to cross the lesion. The 1.5 mm rotalink plus was exchanged for a smaller 1.25 mm rotalink¿ plus, which was able to cross the lesion successfully. The 1.25 mm rotalink¿ plus was then exchange to a 1.50 mm rotalink¿ plus. During the second or third ablation, the cover of the advancer separated. The physician tried to remove the device and replace the rotawire, when it was noticed that about 10 mm of the rotawire tip detached slightly in the lad peripheral. Ablation was not completed due to this issue. The detached fragment was left inside the patient. The patient is under follow up observation. No further patient complications reported.